Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses, and a gore® excluder® iliac branch endoprostheses. Maximum abdominal aortic aneurysm diameter measured 67mm. The patient tolerated the procedure. It was reported that follow up computed tomography images dated (B)(6) 2015, revealed an arterial obstruction of the right leg. On (B)(6) 2016, the physician reintervened and performed a right femoral popliteal bypass procedure. The event was resolved without further sequelae. The patient tolerated the reintervention.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Manufacturer narrative:
Review of the event determined this event to be non-reportable. This medwatch will be retracted.